Manufacturer narrative:
Other text: device evaluation: the device was in good condition. Performed functional check. The customer's reported problem was duplicated. The device powered up with a "pumps settings and patient data lost" alarm. The real time clock battery has reset back to (B)(6) 2005. This typically occurs when the internal battery becomes weak. The internal battery should be periodically charged for 200 hours using the ac power jack while the device is powered up. Using aa or rechargeable batteries will not charge the internal battery. Charged device for 200 hours with ac power and held charge. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump setting and data was lost. No patient injury reported.